Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1711251, medical device expiration date: 2022-10-31, device manufacture date: 2017-11-20, medical device lot #: 1711209, medical device expiration date: 2022-10-31, device manufacture date: 2017-11-03. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd plastipak concentric luer lock syringe was found leaking ¿propofol from syringe barrel. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: no samples or pictures have been received for investigation. DHR of lots 1711252 and 1711209 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of both lots are evaluated. On visual inspection of these 20 retained samples, no damage or molding defect has been found in them. During assembly process mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Since no defect has been found in retained samples evaluated and no quality notification happened during manufacturing process of these lots, the root cause of the alleged defect cannot be determined. No samples or pictures have been received for investigation. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift, printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot, primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: since no defect has been found in retained samples evaluated and no quality notification happened during manufacturing process of these lots, the root cause of the alleged defect cannot be determined.